Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of heavy menstrual bleeding ("menorrhagia"), cerebrovascular accident ("stroke") and vertebral artery dissection ("vertebral artery dissection") in a (B)(6) female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Other product or product use issues identified: medical device monitoring error ("hysteroscopy endometrial ablation performed with essure" on (B)(6) 2010) and device monitoring procedure not performed ("did not undergo an essure confirmation test"). The patient had a medical history of overweight, termination of pregnancy - elective, fatigue and bleeding menstrual heavy. Concurrent conditions were listed as abscess, vertigo, smoker, vomiting, dizziness, hyperlipidemia, proteinuria, nabothian cyst, uterine polyp, anemia and type 2 diabetes mellitus. Concomitant products included amitiza (lubiprostone), cleocin t (clindamycin phosphate), benzoyl peroxide, vaniqa [eflornithine hydrochloride], insulin lispro, zocor (simvastatin), benicar (olmesartan medoxomil), bactrim (sulfamethoxazole;trimethoprim), ibuprofen, ortho cyclen (ethinylestradiol;norgestimate), multivitamins [vitamins nos], insulin glargine, simvastatin and oral contraceptive nos. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010 she experienced heavy menstrual bleeding (seriousness criteria medically important and intervention required), abdominal pain ("abdomen pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), rash ("skin rash"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss / thinning of hairs"), groin pain ("right groin pain") and arthralgia ("hips pain"). In (B)(6) 2010 she experienced anxiety ("anxiety"). In (B)(6) 2010 she experienced nausea ("nausea"). An unknown time later she experienced cerebrovascular accident (seriousness criterion medically important), vertebral artery dissection (seriousness criterion medically important), constipation ("constipation") and back pain ("back pain"). The patient was treated with plavix (clopidogrel bisulfate) as well as surgery (total vaginal hysterectomy). Essure treatment was not changed. At the time of the report, none of the outcomes for these events were known. The reporter considered abdominal pain, alopecia, anxiety, arthralgia, back pain, cerebrovascular accident, constipation, dysmenorrhoea, dyspareunia, fatigue, groin pain, heavy menstrual bleeding, nausea, rash, vaginal haemorrhage and vertebral artery dissection to be related to essure administration. The reporter commented: current weight (B)(6) lbs. Total hysterectomy was performed, however pt states that essure was not removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 28.473 kg/sqm. [Magnetic resonance imaging head] on (B)(6) 2012: 1. Axial t1 fat-saturated images were not obtained, and the patient can be recalled for completion of the study, if needed. 2. Mild narrowing of the intracranial right vertebral artery, better appreciated on the prior CT angio. Otherwise, no significant arterial disease in the head. [Ultrasound scan vagina] on (B)(6) 2010: 1. Findings suggestive of an endometrial polyp within the lower uterine cavity. 2. Heterogeneous appearance of the myometrium raising the possibility of adenomyosis. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal bleeding, menorrhagia, nausea, abdominal pain. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 09-jan-2020: hysterectomy was performed (intervention required), however essure was not removed. This case is being submitted retrospectively following an internal review. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('menorrhagia'), cerebrovascular accident ('stroke') and vertebral artery dissection ('vertebral artery dissection') in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "hysteroscopy endometrial ablation performed with essure" on (B)(6) 2010 and device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's medical history included bleeding menstrual heavy, fatigue, termination of pregnancy - elective and overweight. Concurrent conditions included type 2 diabetes mellitus, anemia, uterine polyp, nabothian cyst, proteinuria, hyperlipidemia, dizziness, vomiting, smoker, vertigo and abscess. Concomitant products included benzoyl peroxide, clindamycin phosphate (cleocin t), eflornithine hydrochloride (vaniqa), ethinylestradiol;norgestimate (ortho cyclen), ibuprofen, insulin glargine, insulin lispro, lubiprostone (amitiza), olmesartan medoxomil (benicar), oral contraceptive nos, simvastatin, simvastatin (zocor), sulfamethoxazole;trimethoprim (bactrim) and vitamins nos (multivitamins). In (B)(6) 2010, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), abdominal pain ("abdomen pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), rash ("skin rash"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss / thinning of hairs"), groin pain ("right groin pain") and arthralgia ("hips pain"). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced anxiety ("anxiety"). In (B)(6) 2010, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced cerebrovascular accident (seriousness criterion medically significant), vertebral artery dissection (seriousness criterion medically significant), constipation ("constipation") and back pain ("back pain"). The patient was treated with clopidogrel bisulfate (plavix) and surgery (total vaginal hysterectomy). Essure treatment was not changed. At the time of the report, the heavy menstrual bleeding, abdominal pain, cerebrovascular accident, vertebral artery dissection, vaginal haemorrhage, anxiety, rash, nausea, dysmenorrhoea, dyspareunia, fatigue, constipation, alopecia, groin pain, arthralgia and back pain outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, arthralgia, back pain, cerebrovascular accident, constipation, dysmenorrhoea, dyspareunia, fatigue, groin pain, heavy menstrual bleeding, nausea, rash, vaginal haemorrhage and vertebral artery dissection to be related to essure. The reporter commented: current weight 178 lbs. Total hysterectomy was performed, however pt states that essure was not removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.5 kg/sqm. Magnetic resonance imaging head - on (B)(6) 2012: axial t1 fat-saturated images were not obtained, and the patient can be recalled for completion of the study, if needed. Mild narrowing of the intracranial right vertebral artery, better appreciated on the prior CT angio. Otherwise, no significant arterial disease in the head. Ultrasound scan vagina - on (B)(6) 2010: 1. Findings suggestive of an endometrial polyp within the lower uterine cavity. 2. Heterogeneous appearance of the myometrium raising the possibility of adenomyosis. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 30-may-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.